Event description:
It is unknown at this time if the lead was capped or explanted. A previous report indicated a j retention wire fracture without protrusion. Further information requested from the physician.